Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide corrections about the results of the final investigation. Updated fields: h2; h11. Initially, 'foreign particles in optical system¿ were reported. Upon further investigation, the malfunction should be coded as non-reportable instead of reportable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8; g3; h2; h3; h6 and h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: light cable adapter is broken; foreign particles in optical system. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a broken 4mm 30-degree resectoscope connecting light cable. The issue occurred during the setup of the device. There were no reports of patient harm.